Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly calcified vessel. A 7.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported.